Event description:
A piece of the disposable is stuck on the 4-40 stud. Customer is unable to remove object. This was discovered prior to the case. Handpiece was replaced and the case was performed successfully with no pt consequence.